Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she had experienced high blood glucose in the 300 to 400 mg/dl range. At the time of this report, customer's blood glucose was 289 mg/dl. Troubleshooting was performed. The drive support cap on the insulin pump appeared normal. Customer declined to check for leaks, air bubbles, or accuracy of settings. Customer did not with to perform high pressure test and was advised to change entire set, reservoir and insulin. Customer was further advised to follow up with healthcare provider concerning unexplained high blood glucose. Customer was advised the device would be replaced and agreed to return the product for analysis.